Event description:
The drug was not leaving the pump. The catheter was reported to be ok. The rotor was tested and found to be not moving. The hcp reported they "turned pump off for awhile." The pump was explanted and replaced and returned to the manufacturer for analysis. A follow up report will be sent when additional information is received.